Event description:
It was reported that the balloon is not blowing up. The event was discovered prior to patient use inside the patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.